Manufacturer narrative:
There are no allegations or indications of any system or component failure. Surgical intervention was related to MRI needs only.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. Patient reported pain level was reduced from 8/10 down to 1/10 when the system was activated in august 2023. System was in place and in use for approximately 9 months with no issues. On (B)(6) 2024 a full system explant was performed due to the patient needing MRI testing.